Event description:
It was reported that the right ventricular (rv) lead exhibited no capture even at high output setting, had high impedance, and was oversensing with a high number of v-v intervals. A lead fracture was confirmed. The lead was initially turned off, but ultimately, the lead was replaced. It was also reported that an interrogation observed the device with noise. The device was explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed, but no issue identified that required full analysis. Device implant duration of 95.9 months exceeds expected longevity of 58 months. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 6945-65 implantable tachy lead 1998 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.